Manufacturer narrative:
Initial and final MDR (B)(6) device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set tubing detached from hub. The infusion set was in use for about a day and a half. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available